Manufacturer narrative:
(B)(4). Date sent: 09/28/2021 . Additional information was requested, and the following was received: does the surgeon believe the post-operative leak was due to ntlc or echelon? Please explain. => the leak site was not identified. What was the reason for going from an ntlc to echelon (open device to laparoscopic)? =>no further information is available. No further information will be provided as the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information: the device was used outside the patient for suturing and dissection the colon. The procedure was not converted to an open procedure. It is unknown where leakage occurred from. It is unknown how bleeding stopped. It is unknown the patient's condition after the leakage. The device was replaced to the powered echelon 60 to cut the colon and anastomose. It is unknown which device was used pcee60a or psee60a. The staple line of the 1st firing by the ntlc75 were on the target tissue. The patient¿s condition is stable. The following information was requested, but unavailable: was there any quality issue experienced with the pcee60a/psee60a device? If yes, explain. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the firing force was higher than expected at the 1st and 2nd firing. After that, it was found a looped part of the device was stapled with the staple. Echelon was used to complete the case. After the surgery, leakage occurred. The amount of the bleeding was unknown. No blood transfusion was required. No further information is available.